Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Physical inspection found severed motor mount screws. As a result, the motor assembly was replaced.

Event description:
It was reported that a pump alarmed for system error 105. It was also reported that there was no patient injury.